Event description:
The caller alleged discrepant results when repeated the test with inratio meter. Pt is willing to send back their meter and 6 loose strips. L2 issued replacement meter and 1 bx of 12 strips. Customer satisfied. Nia, pls. Send 1 meter, 1 bx of 12 strips and hs-rga kit 2, overnight free of charge.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: see scanned table. As per internal procedure, if the %cv is less than 20% the criterion is met. The product will not be investigated.